Manufacturer narrative:
Manufacturer's investigation conclusion: a review of the complaint records confirmed that the customer has had two instances of heartmate chargers damaged due to fluid ingress resulting in burned components and smoke/fire coming from the units. In both cases, the chargers were damaged due to fluid ingress. The occurrences were in (B)(6) 2020 (reported fluid ingress damage) and (B)(6) 2020 (no reference to fluid ingress damage was reported). The customer has received 67 chargers for use over a 7-year period. A review of chargers damaged resulting in burned components or electrical shorting over an approximate 8-year period (B)(6) 2013 to (B)(6) 202, showed a total of 20 chargers with damage resulting in burned components or electrical shorting. Heartmate universal battery charger (ubc) status messages associated with the event (red fault indicators) are addressed in the heartmate 3 lvas patient handbook (rev c p.233 ¿ battery charger alarms), heartmate 3 lvas instructions for use (rev c p.7-36 ¿ charger-related advisory messages) and the heartmate ubc instructions for use (rev b p.24 ¿ charging status and alarms). Keeping the heartmate universal battery charger away from water or moisture is documented for the customer in the heartmate 3 lvas patient handbook (rev c p.120 ¿ using the battery charger - warnings) and the ubc instructions for use (rev b - p.2 "keep the ubc away from water or moisture."). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the vad team have had patients in the past that have had units that shorted out with the electrical fire smell.